Event description:
The catheter (subject device) was returned for analysis and it was discovered that the subject catheter's (ptfe) polytetrafluoroethylene inner lining peeled during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports: (2nd MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was returned with a stent partially deployed from the distal. What appears to be catheter (ptfe) polytetrafluoroethylene inner lining was wrapped around the stent. What appears to be catheter ptfe inner lining was stuck on the (sdw) stent delivery wire. During a functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was advanced through the microcatheter, slight friction was noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'device problem unknown/unclear' could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that the stent entered the subject microcatheter smoothly. However, when attempting to release it at the distal end, after pushing the stent forward by 1/4, significant resistance was encountered, preventing further advancement. Based on a review of all available information and the analysis of the returned device it is probable that the catheter ptfe inner lining was damaged due to some unknown procedural or anatomical factors. An assignable cause of procedural factors will be assigned to the as reported 'device problem unknown/unclear' and the as analyzed 'catheter ptfe inner lining peeling' and 'catheter shaft friction' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.